Event description:
It was reported an angio-seal device was deployed with difficulty. The pt developed bleeding from the arteriotomy site approximately 12 hours post deployment. The pt underwent surgery; the angi0-seal anchor, suture, and collagen were removed.